Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. Programming changes were made. There were no patient consequences.

Event description:
New information received notes that a new instance of post-paced t-wave over-sensing was reported. Further programming changes were made and no adverse patient consequences were reported.